Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device manufacturer date unknown/not provided. Device not returned.

Event description:
It was reported that a screw fractured in the patient mouth and part of it is still stuck in the implant. The top portion of screw for site 19 was discarded. Surgeon has discarded bottom portion as well. They noted that the gums had already grown over implant by the time the surgeon worked on screw removal. Overgrowth had to be removed and sutured prior to removal . Screw was removed and needs custom abutment at this point.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) and one osseotite® tapered certain® implant 5 x 11.5mm (xifnt511) were not returned for investigation. Since the products have not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. Although the customer reported the screw fractured in the implant, it was not reported the customer attempted to use zimmer biomet removal tools to retrieve the screw. Additionally, the customer reported the implant remains implanted and is restorable. Therefore, the screw piece stuck in the implant will not be investigated. No per was provided. No pre-existing conditions were noted. The customer had moderate (type ii) bone density. The reported devices were located tooth # 19 and the screw was implanted for approximately 1 month while the implant was implanted for an unknown duration. The customer reported the customer had stitches, soreness and disgust as a result of the reported event. However, these conditions will not be investigated as they are consequences of the screw fracture event. The customer provided x-rays (attached) which show the fractured screw inside the reported implant. Additionally, this complaint is linked to (B)(4) for a screw fracture on the patient¿s other implant (site 30). These events will be investigated separately. Appropriate documentation was reviewed. DHR reviews and complaint history reviews could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported devices (iunihg & xifnt511) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Therefore, based on the available information, device malfunction did occur for both devices and the reported event (screw fracture) was confirmed for both reported devices. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.